Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a surgical valve, at 80% deployment, the implant depth was within the recommended range. On final release the valve dislodged toward the ventricle resulting in severe paravalvular leak (pvl). Subsequently, a second valve was successfully implanted. No additional adverse patient effects were re ported.